Event description:
During a laparoscopic assisted vaginal hysterectomy, the multifire endo gia 30 v with the third refill came apart in the patient's abdomen. When the staple gun was removed, two pieces remained in the abdomen and were retrieved per laparoscopy. This increased surgery and anesthesia by 45 minutes. Surgeon contacted charge nurse and indicated increased operating time may have contributed to patient's post-0p conditiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.